Manufacturer narrative:
Device photo evaluation: it is not possible to determine the lot number or catalog through the photos provided. Visual analysis of the photographs identified: rupture: not observed. Anxiety/product/procedure: unable to observe as it is a medical event that is not related to the device. Capsular contracture: unable to observe as it is a medical event that is not related to the device. No further actions are required since no issue in the manufacturing of the device is observed.

Event description:
Healthcare professional reported left side rupture and double capsule of textured implant. Device has been explanted.

Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. The reason for reoperation: rupture.

Event description:
Healthcare professional reported left side rupture and double capsule of textured implant. Device has been explanted.